Event description:
Pdrn reported the patient was hospitalized on (B)(6)2021 for drain complications. Radiological testing revealed the patient's pd catheter (not a fresenius product) was mal-positioned and would require surgical intervention. The patient's pd catheter was surgically removed on (B)(6)2021, and a permanent hemodialysis (hd) catheter (not a fresenius product) as well as a left arteriovenous fistula were surgically placed. The patient reportedly transitioned to hd for renal replacement therapy (rrt) and was discharged home on (B)(6)2020. Additional information (e.g., discharge summary, medication list, past medical history) was requested, however the pdrn stated the patient's record is closed due to his transfer to "gulf-coast." The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) malfunction and/or deficiency. The patient's clinic transfer was attributed to the patient's dissatisfaction with his medical team, whom he blamed for the poor pd catheter function. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).